Event description:
The remb oscillating saw was returned for service. Upon eval at the MFR, it was found to overheat. There was no pt involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon visual examination, it was observed that the sockets were corroded. Upon disassembly, it was observed that there was widespread corrosion and the bearings were worn. The presence of widespread corrosion is likely to cause or contribute to the hand piece overheating.